Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a leak from the pump tubing. No other adverse patient effects were reported.

Manufacturer narrative:
A titan otr pump, two cylinders, an inlet connector, and tubing were received for analysis. Microscopic evaluation revealed surface abrasion on all pump strain reliefs and the pump inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the inlet connector and tubing. The information received indicated the there was a pump tubing leak; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.